Manufacturer narrative:
Additional information provided in h.4. This report mailed in to FDA on: 11/16/2005.

Event description:
A surgeon reports that after the pt was prepped for lasik surgery, both flaps were cut; he was unable to acquire tracking on the pt's eye. The pt was moved out of the surgery suite and the surgeon attempted to track on test targets, but was unsuccessful. The procedure could not be completed within the same session. The surgeon also stated that the pt's outcome was not affected.